Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without the sample or any images to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
When replacing the pyelostomy catheter, the tube that should have been spliced onto the catheter fell off. It was good that it fell off because with a smaller hole there had been a small leak, but an entrance for bacteria.